Event description:
It was reported by service report that the power cord wires were exposed and there was fluid intrusion in the control board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Control board.